Manufacturer narrative:
H6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the magnetic resonance imaging (MRI) showed a misplacement of the hydrogel. The patient radiation treatment was delayed due to this event. There were no patient complications.